Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse poor connection to syringe and leaks. The following information was provided by the initial reporter: date of incident: (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person -- inconvenient. Incident details: needle does not connect smoothly to the 3ml syringe. Medication will leak out at the connection point. Frequency of problem: multiple times. Additional info received on 10-may-2025: this happened twice during use and then the reporter tested 4 needles and had the same issue. They stated they have stopped using this needle.

Event description:
No additional information.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.